Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on radius side assessed as surgical impact opening and missing piece of shell assessed as inconclusive (shell thickness within specification). ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ inflammation/irritation: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture confirmed with an ultrasound and capsular contracture baker grade unknown. Healthcare professional later reported "capsular contracture, baker grade I/ii", ¿capsule with moderate chronic inflammation, foreign body giant cell reaction and fibrosis.¿ device has been explanted and not replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side rupture confirmed with an ultrasound and capsular contracture baker grade unknown. Device remains implanted.

Event description:
Healthcare professional later reported "capsular contracture, baker grade I/ii", ¿capsule with moderate chronic inflammation, foreign body giant cell reaction and fibrosis.¿ device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3, h6 the event of capsular contracture is no longer reportable to the FDA, as it is noted to be baker grade I/ii.